Event description:
The customer reported failed dilution test and quality control (qc) beta human chorionic gonadotrophin (bhcg) recovery involving access 2 immunoassay system. The laboratory tests the analyzer weekly by comparing the system's auto dilution values with a manual dilution and requires the values to be within ten percent. The customer retested all patient samples back to the previous acceptable quality control (qc) using an alternate access 2 system. Quality control (qc) recovered within the laboratory's acceptable range prior to and after the event. The customer noted all results were acceptable except for one discrepant patient result that was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on march 16, 2012. The fse verified the main pipettor alignments; no issues were noted. The fse performed a dil-hcg test and adjusted the dil-correction factor to 192. The fse performed a 1:200 dilution check and obtained <10% difference from the dil-hcg recovery which is within the published performance specifications. The customer also performed a 10-replicate dil-hcg precision test and obtained a coefficient of variation (cv) of 2.6%, well within the assay's expectations. The unit conformed to the manufacturer's performance specifications. There were no errors in the event log report at the time of incident. Maintenance and system checks were within specifications. The cause of the event is inconclusive.